Event description:
Customer reported receiving inaccurate erratic readings on their freestyle flash blood glucose monitor. In blood glucose tests, customer received readings of 490, 209 mg/dl and 137 mg/dl within 10 minutes. The results when plotted on the parkes error grid fell into the 'c' zone, showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Serial number of returned meter is different than the serial number originally documented on the initial medwatch form. Customer returned serial number was originally documented. Tests strips were not returned. Returned meter performed in accordance with MFR's instructions for use. Customer's complaint of inaccurate erratic readings was not duplicated during testing. Two of the 3 freestyle flash blood glucose readings as reported by the customer were found in the meter internal log.